Event description:
Patient had pericardial drain catheter removed at bedside. Upon removal, it was noted that the catheter tip was not present. CT scan confirmed the tip of the catheter was located outside the pericardium near the xiphoid. Patient had the tip surgically removed through xiphoid resection. Patient also underwent pericardial window for pericardial effusion that was unrelated to the retained catheter tip. Patient is doing well.